Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past two days, reporting a bg level of 300 mg/dl. The customer took a manual injection to address bg level. A recommendation was made for the customer to contact the healthcare provided regarding bg levels.